Manufacturer narrative:
(B)(4). A review of records related to the device including complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2018 with mild recurrent erosion in right eye (od) post treatment. Topical steroid dosage was increased. The patient was treated with muro ointment to be tapered off. It was stated that the patient did not experience loss of best corrected visual acuity (bcva). The patient¿s chief complaints were of blurred vision, halos, glares, and shadows. The patient commented being happy. The patient reported the symptoms are not interfering with daily activities. At this time, the patient is being managed. Bcva from (B)(6) 2018: right eye pre-op 20/20 -5.75 x -1.25 x 95, left eye pre-op 20/20 -5.75 x -1.50 x 100. Bcva from (B)(6) 2018: right eye post-op 20/20 .00 x .00 x 90, left eye post-op 20/20 .00 x .00 x 90.